Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump intermittently felt warmer to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2014 with the following findings: a review of the pump¿s history showed no unusual voltage fluctuations. During testing, the pump powered on normally and was able to successfully complete a priming sequence. The pump¿s current draws were found to be in specifications. No overheating occurred during testing. The pump cover was opened and no evidence of loose components or moisture contamination were identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.